Event description:
Patient's mother states that the pump for his hizentra broke on the evening of (B)(6) 2026 while attempting to administer dose. Pump stopped winding. Patient has a freedom pump-the patient's mother states that it has a model number of f10050-a. Rph (registered pharmacist) tried to troubleshoot the problem, but mother states that the pump did break and will not hold medication. He was due for his dose on (B)(6) 2026 and did not receive it (missed dose). Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Device available for return. No further info/details or dates available. Immunodeficiency, unspecified.